Event description:
It was reported the pt with a known heart defect since the age of (B)(6), underwent valve replacement surgery to removed a severely calcified and insufficient native aortic valve. The native valve was removed and replaced with a 25 mm sjm mechanical valve. Approx eighteen years postoperatively, the pt presented with shortness of breath, an elevated gradient. The valve was explanted due to thrombus and an impeded leaflet and replaced with a larger 27 mm sjm mechanical valve. The pt is reported to be stable. Info indicated the valve will be returned for eval, but the hospital cleaned it and the thrombus is no longer visible.